Manufacturer narrative:
Investigation is ongoing. This is one of two reports being submitted for this case. Please reference manufacturer report no. 2015691 2024 06103.

Event description:
Per report received from france, it was a case of an implant of a 26mm sapien 3 ultra valve in aortic position by transfemoral approach. During the deployment of the valve, at the end of inflation, the balloon burst. The valve was well deployed without leakage on ultrasound. During the removal of the system, it was not possible to retrieve the balloon into the esheath+, so it was attempted to remove the whole system without putting the balloon back into the esheath+, but dissection of the right iliac artery was then observed. The patient had a shock with cardiac arrest, and it was attempted a valvuloplasty to occlude the right iliac artery without success. A transfusion was then administered. An emergency vascular surgeon was called, finding serious lesions of the iliac artery with no possibility of rapid repair in a patient in cardiac arrest for more than 30 minutes. It was decided to stop resuscitation and patient passed away. As per the preliminary evaluation of the returned devices, the esheath+ presented a liner torn 1 cm from the distal tip and distal tip split.

Manufacturer narrative:
A supplemental MDR is being submitted due to product evaluation findings. H6: type of investigation, investigation findings, investigation conclusions and h11 has been updated. The device was returned to edwards lifesciences for evaluation. The returned device was visually examined, and the following was observed: esheath liner was expanded and torn 1cm in length from the distal tip; partial delamination at torn location; c-marker band present; esheath distal tip was split; two kinks at hdpe, at 5.5 and 6cm from distal tip as well as scratches at the hdpe. Due to the nature of the complaint, no applicable functional or dimensional testing was able to be performed. The complaint was confirmed through visual observation. The complaints for sheath distal tip split was confirmed based on the evaluation of the returned device. No manufacturing nonconformance was identified during evaluation. A review of IFU/training materials revealed no deficiencies. As reported, "during the deployment of the valve with nominal volume, at the end of inflation, the balloon burst. The valve was well deployed without leakage on ultrasound. During the removal of the system, it was not possible to retrieve the balloon into the esheath, so it was attempted to remove the whole system without putting the balloon back into the esheath." Per evaluation of the returned device, the esheath tip was split, and the liner was torn 1cm and partially delaminated at the distal end. Additionally, scratches and kinks were observed on the hdpe which can be indicative of calcification and tortuosity, respectively, at the access vessels. The esheath is designed in a way that expansion of the sheath allows for retrieval of the system with minimal damaging interactions to the integrity of the balloon or the nosecone of the system. Commander delivery system retrieval through the esheath is validated. To promote maintaining sheath integrity, design requirements and drawings include sheath tip and shaft materials selection and dimensions. Mitigation's include visual and dimensional inspections of the sheath components and assembly. Users are informed of the residual risks associated with the valve, delivery system and/or accessories through the potential adverse events section in the instructions for use (IFU). To help mitigate risks, edwards provides guidance and instructions on visualizing and assessing vasculature, correct device prep, and proper insertion techniques in the IFU and training/refresher training materials, including adequate hydration of components, appropriate orientation of the esheath seam in the vasculature, and the risk associated with excessive calcification or tortuosity. Edwards also provides how to retrieve the delivery system (with or without the crimped valve), including if the delivery system balloon is ruptured. In addition, edwards physician training program includes case observation/review, proctor qualification and refresher training. Procedural factors such as withdrawal of a delivery system with an altered balloon profile (burst/torn balloon) can lead to the system to catch onto the sheath liner and tip. In addition, non-coaxial alignment between the devices can also lead to delivery system to catch onto the sheath liner and tip, especially if patient factors such as calcification are present within the patient anatomy. As a result, the operator may apply additional force to overcome any difficulty, resulting in the sheath liner tear and sheath distal tip split. As such, available information suggests that patient factors (calcification) and procedural factors (altered balloon profile, device manipulation) may have contributed to the reported complaints. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.